Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that there was no stock of lorazepam 0.5mg tablets. The technical support specialist (tss) confirmed that the machine showed zero quantity at the time of the incident and qty (quantity) on hand was zero. Since cycle count access was not available to verify inventory, the tss advised the customer to contact the pharmacy to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, machine had zero quantity, and the user was unable to issue med. However, there were no delays or adverse events or injuries reported based on this event.